Manufacturer narrative:
The "patient identifier" has been provided. The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges user fell over sideways while going downhill from apartment.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges user fell over sideways while going downhill from apartment.

Manufacturer narrative:
Provider evaluated and repaired device in field. Unknown if damages found were cause of or due to alleged incident. Device was not returned for evaluation.

Event description:
Alleges user fell over sideways while going downhill from apartment.